Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2004 - patient underwent repair of incarcerated umbilical hernia with composix kugel patch. Partial omentectomy was performed. On (B)(6) 2006 - patient admitted for questionable small bowel obstruction. On (B)(6) 2006 - patient underwent ventral incisional hernia repair with composix e/x. On (B)(6) 2008 - patient underwent ventral incisional hernia repair with unidentified mesh. The medical records note the bowel was adherent to the abdominal wall and composix e/x mesh. Adhesiolysis was performed. The composix e/x mesh was excised.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review the patient underwent ventral incisional hernia repair with composix e/x on (B)(6) 2006. Approximately two years and five months later the patient underwent repair of a recurrent ventral incisional hernia with unidentified mesh. The medical records note the bowel was adherent to the abdominal wall and composix e/x mesh. Careful adhesiolysis was performed and the composix e/x mesh was excised. The surgical pathology report indicates mesh was noted as well as metallic curly pieces. Based on the information received, it is unknown whether the device may have caused or contributed to the reportable event. The patient has multiple comorbidities including morbid obesity and diabetes. The information provided indicated the patient was treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time. Information related to the recalled composix kugel mesh implanted on (B)(6) 2004, had been reported in accordance with rae (B)(4).